Event description:
It was reported by the customer that the cpu board isn't working properly. No adverse consequence reported.

Manufacturer narrative:
User facility reported issue with cpu board from a parts order. Unit repaired and returned to service by the user facility.